Manufacturer narrative:
Analysis found during the pre-repair temperature check the rear temperature reached 83°f, the middle 108°f and the nose 138°f. The hand piece fails the earth resistance test. The motor cable assembly was defective. The nose bearings are corroded. The o-rings and retaining rings were worn. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that the handpiece got hot during the procedure. There was no patient impact.